Event description:
On 28-jul-2025, the user reported that the ilet touchscreen was not responding. After restarting the device while on the charging pad, the touchscreen functioned normally, and the device was usable. Blood glucose was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.